Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The pump was received with broken belt clip rails and missing display window cover. No crack on the lcd window noted during physical inspection. Moisture damage was found on the electronic assembly, motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and it was exposed to water. Customer's blood glucose level was unknown. Customer reports that insulin pump had a physical damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.